Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the final investigation. Updated fields: d4, d9, h3, h4, h6, h11. Corrected field: d8. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage was mechanically induced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the sheath had a broken distal ceramic tip, the issue was found during reprocessing. No harm reported.

Event description:
It was reported that the sheath had a broken distal ceramic tip, the issue was found during reprocessing. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.